Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2010. There are multiple self-test fails after this date indicating it was switching itself on. This would eventually deplete the pad-pak. The problem with the pad device was attributed to a faulty q38 transistor on the printed circuit board. The fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.